Manufacturer narrative:
The console was evaluated in the field on may 17, 2017: a replacement master control board has been ordered.

Manufacturer narrative:
(B)(4). As previously reported: service in the field was performed on may 17, 2017. The replaced lps was received at the manufacturer on september 15, 2017. Product evaluation: information was provided on november 18, 2017 that the lps was analyzed by the manufacturer. The findings are "hps/xps laser power supply functional test was performed to the power supply in sjo and the test passed. The lps will be scrapped. Probable root cause: based on the analysis report, the root cause functional test for the power supply passed acceptance criteria. The probable root cause for the system count down not beginning when the console was started could not be determined. The replaced assy, fru, mcb s/n#: (B)(4) was received at the manufacturer on november 28, 2017.

Manufacturer narrative:
Follow-up type: updated to reflect correction. Follow-up #: number sequence corrected to reflect MDR follow up number 03 .instead of MDR follow up number 04 filed on 20sep2017. D10: device available for evaluation updated h3: device evaluated by manufacturer updated service in the field was performed on june 13, 2017. The replaced lps was received at the manufacturer on september 15, 2017.

Manufacturer narrative:
Device codes: updated. Device evaluation codes: added. System analysis / service repairs performed on (B)(6) 2017: a replacement master control board and top cover were installed. Pxa timeout and fault 832 was observed. System analysis / service repairs performed on (B)(6) 2017: the master control board and top cover were again replaced and the mcb, tsb and pxa were upgraded. Fault 832 and error comm lps were observed. System analysis / service repairs performed on (B)(6) 2017: the laser power supply was replaced. Fault 832 was observed. The master control board and top cover were replaced with the original parts, the system was downgraded then re-upgraded. The issue was not fixed. System analysis / service repairs performed on june 16, 2017: an mcb component in the laser was replaced. The system was calibrated, tested and verified to be functioning according to manufacturer's specifications.

Manufacturer narrative:
Product evaluation: the assy fru mcb was evaluated on january 26, 2018 and noted no packaging damage on the box, external appearance of the unit was in good condition; visual inspection of the unit shows no signs of wear and tear. Based on fa report, the probable root cause is undetermined.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on june 13, 2017. The replaced lps was received at the manufacturer on september 15, 2017.

Manufacturer narrative:
As previously reported. Service in the field was performed on june 13, 2017. The replaced lps was received at the manufacturer on september 15, 2017. The lps has been disposition to be scrapped once the failure analysis has been completed.

Event description:
It was reported that during preparation for a bph surgical procedure "count down did not begin at starting of the console". The case was completed using an alternative procedure (monopolar resection). Patient complications: "none". No injury reported.